Event description:
Prior to the scheduled angiography the radiologist found the catheter "to be kinked at proximal side hole." The catheter was therefore, not used and never touched the pt. Radiologist scrutinized catheter pre-procedure due to an intraoperative product defect event two days before.